Manufacturer narrative:
(B)(4). Damaged cartridge, premature sled movement. The sc60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition the reload was noted to have the deck damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an open gastrectomy procedure, the device could not be fired when it was used on the duodenum. The cartridge was gold. The device did not clamp something hard such as an existing staple line or clip. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.